Event description:
Patient reported left side "rupture". Healthcare professional later reported "pain". Healthcare professional additionally reported "abnormal findings in breast (mammary gland) imaging mastodynia". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a5, a6, b1, b3, b5, b6, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain: unable to observe. ¿ rupture: observed broken device and opening assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "rupture". Healthcare later reported "pain". Healthcare professional additionally reported "abnormal findings in breast (mammary gland) imaging mastodynia". Device has been explanted and replaced with another manufacturer's device.